Manufacturer narrative:
An event of retraction problem and valve capsule deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported valve capsule deformation is consistent with damage incurred during retraction attempts. However, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision was chosen for implantation utilizing a small flexnav delivery system. Tortuosity was present as the flexnav was advanced through the femoral arteries. There was significant sheath manipulation to advance it past the aortic arch. On first attempt deploying valve to 80%, a resheath was performed for re-positioning. During the resheath the valve began to accordion and could not be fully resheathed. It was resheathed enough that the valve was able to be repositioning in the annulus and deployed in an acceptable position. There were no patient consequences.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.